Event description:
A few days after the implantation of a 26mm sapien xt valve the patient was found to have worsening paravalvular leak (pvl) and a 2nd 26mm sapien xt valve was implanted. The patient¿s aortic annulus diameter measured 25mm with severe calcification. The 1st valve was positioned 50:50 prior to deployment. Slow inflation resulted in final position of 40:60 aortic/ventricular with mild to moderate pvl. Native leaflet overhang was observed on echo. A post dilatation was performed with 1cc additional contrast (23cc total volume), resulting in mild pvl. The team waited 5-7 minutes to completely evaluate the stability of the patient and position of the sapien xt. As the patient was stable, it was decided to monitor him on the following days and to repeat the echo. A few days later the valve was found to have moderate pvl and the valve position appeared to be more canted on the non coronary cusp (now 30:70 a/v). Five days after the index procedure, the patient underwent another tf tavr; a 2nd 26mm sapien xt valve was deployed 1 cell higher than the 1st valve. Post deployment of the 2nd valve, the pvl improved from moderate to trivial. The patient was stable at the end of the procedure. It was thought that the cause of the valve movement and worsening pvl was related to the native valve overhanging leaflet.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, per report, post deployment the 1st xt valve position was 40:60 a/v with native overhanging leaflet, which was felt to be the cause of the valve movement to a canted position and the worsening pvl observed a few days later. Other risk factors for pvl include the severe calcification of the aortic annulus and the canted position of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.